Event description:
Customer reported on a failure to attach bravo capsule. After placing the capsule and activating the plunger, the handle came apart. The internal springs popped-out and they were not able to complete placing. The pt wasn't injured following this procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.